Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The product was returned and the optical signal issue was not confirmed. Data analysis: aic logs from the complaint date revealed that the console triggered the optical sensor system error window, and the user was able to bypass these windows to start the case with a placement signal not reliable alarm (opm invalid signal ¿ event set #1036) alarm. The case was continued with an invalid placement signal. Device analysis: the console was returned for further investigation. Before replacing the optical cable, the contrast was less than 10% and bulb power was 0 ¿w. The optical cable was replaced with kit (just in case), and the parameters were within specifications. The cause of the reported aic issue was a defective blue receptacle. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted at the time of priming, an alarm for an optical sensor system error occurred on the automated impella controller (aic). The connection cable was reconnected and watched for a few minutes with no improvement. The device was used in a situation where the ps waveform and suction were not functioning. The patient was in poor condition and died after withdrawal. There is not enough information to exclude the impella device as an associated factor in the patient's demise.